Event description:
The patient is enrolled in a clinical study. It was reported that the patient underwent an initial left knee arthroplasty on (B)(6)2010. Subsequently, it was discovered that free cement fragment was blocking the joint. On (B)(6)2011, arthroscopic surgery was performed to remove the loosened cement fragment.

Manufacturer narrative:
(B)(4). Has been made not a complaint this report is being submitted to make a correction. This event reported by medwatch facility UK biomet UK ¿ 3002806535 will be made void. Upon receipt of additional information, it was established that the issue is with the cement. The event is not device related. We discovered that the cement was optipac which is valance design control. Therefore, a new complaint, (B)(4) was created on valence. Accordingly, this event will be reported by medwatch facility france -3006946279 (MFR ref: (B)(4)). (B)(4) has been made not a complaint as the event is not device related. Therefore, biomet UK ltd. Will not be sending any follow-ups regarding this product.

Manufacturer narrative:
(B)(4). Initial report. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Concomitant medical products: medical product: unknown oxford tibial component, catalog #: unknown, lot #: unknown. Medical product: unknown oxford bearing, catalog #: unknown, lot #: unknown. Medical product: unknown bone cement, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00461, 3002806535-2020-00463, 3002806535-2020-00464. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient (ID (B)(6) is enrolled in a clinical study. It was reported that the patient underwent an initial left knee arthroplasty on (B)(6) 2010. Subsequently, it was discovered that free cement fragment was blocking the joint. On (B)(6) 2011, arthroscopic surgery was performed to remove the loosened cement fragment. Information received regarding the clinical study: official title of clinical study: post-market clinical follow-up study to provide safety, performance and clinical benefits data of the oxford tinbn and vanguard cr tinbn knee systems (implants and instrumentation) ¿ a retrospective and prospective consecutive series study. Study type: retrospective and prospective consecutive pmcf series study. Radiographic evaluations will occur at the 7y and 10y follow-up visit, as is the standard of care. Per protocol, 100 oxford tinbn pks patients will be enrolled, all at the same study center in bad rappenau (monocentric). The study started in (B)(6) 2019 and is planned to complete in 2024/2025.